Event description:
It was reported because the patient was diagnosed with nasopharyngeal cancer and underwent chemotherapy, "peripheral venous puncture central venous catheterization PICC tube" was performed from (B)(6) 2024, after surgery in (B)(6) 2024, the patient developed mild pitting edema in the right upper limb without tenderness and perfect upper limb blood vessel b ultrasound ((B)(6) 2024). It was suggested that peritubular mural thrombosis in the right subclavian vein, axillary vein, and basilic vein should be considered on the right brachial vein. For venous thrombosis, consider left axillary vein and basilic vein thrombosis. The patient was considered to be a tumor patient in a hypercoagulable state combined with venous thrombosis of both upper limbs caused by PICC. The PICC tube infusion was stopped, and anticoagulant treatment with rivaroxaban 15 mg bid was given. The swelling of the patient's right upper limb completely disappeared on (B)(6) 2024. Considering that the current treatment is effective, anticoagulant treatment was continued. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.